Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the inflation line is broken.

Event description:
Medtronic received a report of a defective endotracheal tube. The customer reported that during use on a patient, 4 days after intubation, "voice leakage and alarm was activated from the ventilator.¿ re-intubation was required. The customer reported that there was no patient harm.

Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a defective endotracheal tube. The customer reported that during use on a patient, 4 days after intubation, "voice leakage and alarm was activated from the ventilator.¿ reintubation was required. The customer reported that there was no patient harm.